Manufacturer narrative:
Device 1 of 1.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion sets cannula kinked events. All the events occurred after 3 hours of insertion and the insertion site was at abdomen. The infusion set was in use for less than 3 days. The patient resolved all the events by replacing infusion sets and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.